Manufacturer narrative:
(B)(4) the customer returned a connector assembly and lidstock for evaluation. Signs-of-use in the form of biological material were observed on the inside of both extension lines. Visual analysis revealed the arterial (red) luer hub contained a crack and some chips missing. The damage appeared consistent with repeated tightening on the luer. The connector assembly was functionally tested by pressurizing both lumens with a water-filled lab inventory syringe and the extension lines clamps closed. No leaks were observed in either line, this is likely due to the crack in the arterial hub being just on the surface of the hub. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial luer hub contained a crack. The appearance of the crack was consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the venous luer hub was found broken during hemodialysis. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the venous luer hub was found broken during hemodialysis. No patient injury or complication reported. The patient's condition is reported as fine.